Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the thoracic grasper instrument was noted to have a broken cable. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint; no broken cables were found. Engineering found insulation peeling off shaft. No material was missing because insulation flap covers exposed area. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.